Event description:
It was reported there was an over infusion. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned. Bd has learned additional information. It was reported that the event "possibly" occurred "sometime during 1 august at 2050 through 2 august at 0730. The infusion was "adult 3-in1 tpn" (total parenteral nutrition), the ordered rate of infusion was 50ml/hr. And the volume to be infused was "1000 to 1200ml over 24hrs." However, it was reported that around 1000ml was infused in 11hrs. Instead. The event was identified during staff change of shift. The tubing set-up used was bd alaris pump infusion set (reference#: (B)(4) and bd smartsite extension set (1.2 micron low protein binding filter) (reference#: (B)(4). Per report, the tubing has been discarded.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over infusion was confirmed through a review of the device logs and was determined to be due to a use error. The infusion rate was reported to be 50ml/hr, however the log review confirmed that the suspect device was programmed at a rate of 115ml/hr and was allowed to infuse for 8 hours and 41 minutes. Testing and inspection could not be performed due to the suspect pump module and concomitant devices not being returned for investigation. The customer provided an event date of 01 august 2024, and time was reported to be at 2050 (8:50 pm). On (B)(6) 2024 at 9:02:43 pm, the user selected guardrails IV drugs and programmed a primary infusion of an unknown drug (drugid = 194) with a rate of 115ml/h and a volume to be infused (vtbi) of 1000ml. The infusion was started. Between on (B)(6) 2024 at 11:36:10 pm and on (B)(6) 2024 at 12:16:19 am, the pump module alarmed three (3) times for ¿occluded patient side¿, the infusion was restarted after every alarm. On (B)(6) 2024 at 4:41:49 am, the user programmed a delay for 20 minutes, the user restarted the infusion. Between 5:35:16 am and 5:37:30 am, the pump module alarmed three (3) times for ¿occluded patient side¿. The infusion was restarted after every alarm. At 6:44:01 am, the infusion completed; the pump module was infusing at keep vein open (kvo) rate. The user programmed a new vtbi of 200ml, and the infusion was started. At 7:28:09 am, the pump module alarmed for ¿occluded patient side¿. The user programmed a new rate of 50ml/h and started the infusion. At 7:50:53 am, the user paused the infusion and programmed a delay for thirty (30) minutes. The infusion was on standby. At 8:00:51 am, the user restarted the infusion, and the rate was modified to 30ml/h. At 10:27:22 am, the user programmed a delay for three (3) hours. The infusion was on standby. At 11:07:48 am, the pump module was channeled off and the pcu was powered off. No further infusions were noted on this day. The total primary volume infused for the primary infusion was recorded to be 1173.69ml. Per the bd alaris system user manual v12.3, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion is attributed to be due to a use error. The infusion rate was reported to be 50ml/hr, however the log review confirmed that the suspect device was programmed at a rate of 115ml/hr and was allowed to infuse for 8 hours and 41 minutes.